Event description:
It was reported, the patient had a recurring headache whether the scs system was turned on or off. The physician took an x-ray which showed that two contacts had detached from the lead. It was reported, the impedances were normal, the stimulation was effective, and the physician did not believe the headache issue was related to the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.